Event description:
The customer reported erroneous low test results for sodium were generated when using the unicel dxc 800 synchron system. The customer stated there were 15 sodium results that were erroneous and were reported out of the laboratory. A physician questioned the results, the samples were retested and amended reports were issued. There were no reports of death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) assisted the customer and the customer replaced the sodium (na) measuring and na reference electrodes on (B)(4) 2014. The customer performed patient correlation with their other dxc, which was acceptable. The fse also incidentally cleaned the chloride (cl) port and replaced the calcium (calc) electrode tip. Identified failure mode: failure mode appears to have been the na measuring or reference electrode.